Manufacturer narrative:
Pin bracket.

Event description:
It was reported by service report that the customer alleged that the top screw was broken off, with the end of the screw still in the pin bracket. The service technician found that the top screw was broken, the retaining post was disassembled, and one of the screws for the bottom pin bracket was missing. No patient involvement or adverse consequences are reported.